Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. Upon interrogation, a past clinical event of an out of range shock impedance on the right ventricular (rv) defibrillation lead was found. The shock impedance had since went back in range and remained stable. The clinical event was cleared and the beeping ceased. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.